Event description:
It was reported that the patient had to have an inlay ureteral stent placed. When the nurse unpacked one such stent, found that it was ruptured and did not insert it to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The ureteral stent was returned in the opened original packaging. An evaluation of the physical sample was completed by future matrix on 11-may-2023. A photo sample of the stent packaging was submitted, however, could not be evaluated for the reported failure. Visual evaluation of the physical sample noted a separation on the body of the stent; the separation appears to be sliced due to the angle and condition of the stent. The suture hole appear to be separated slightly from the porthole toward the end of the stent. The sample passed dimensional requirements; the outer diameter measured 0.0774" and 0.0801" with a laser micrometer, the tip inner diameter and tube inner diameter were measured using a pin gauge and were found to be 0.043" and 0.050, respectively. A 0.038" guidewire passed through the sample with no resistance. Though a specific cause cannot be determined, based on the risk document a potential root cause for this event could be, "inappropriate package design". As no patient involvement was reported the device was not used on a patient, however it is intended for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that the patient had to have an inlay ureteral stent placed. When the nurse unpacked one such stent, found that it was ruptured and did not insert it to the patient.